Manufacturer narrative:
Evaluation summary: the device was received for evaluation, and upon balloon inflation, a balloon aneurysm was observed. The catheter body, approximately 55cm proximal from the catheter tip, was observed to be flattened. All lumens were found to be patent without any leakage or occlusion. No other visual damages, contamination, or other abnormalities were found during the assessment of the device. No manufacturing defect confirmed. The device history record (DHR) was reviewed and showed this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing defect was not confirmed. The root cause of the deflation difficulty could not be confirmed because the balloon was able to be inflated and deflated without difficulty during product evaluation. The root cause of the deflation difficulty was most likely partial blockage of the balloon lumen due to positioning of the device; however, this was unable to be confirmed through evaluation. The root cause of the catheter shaft deformation could not be confirmed. The difficulty removing the device was possibly caused by the balloon not being completely deflated as a result of the deflation difficulty reported by the user. The balloon aneurysm noted during product evaluation was most likely due to procedural difficulties encountered during catheter removal. The balloon may have been weakened during catheter removal, which the surgeon noted to be difficult. The IFU and training manuals were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU states, ¿when placed in the body, the intraclude device should be manipulated only when the balloon is deflated and while under transesophageal echocardiographic (tee) and/or fluoroscopic observation. For repositioning, the balloon should be partially deflated.¿ trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device return is anticipated and investigation is on-going. Device history record (DHR) review is in process. If new information is received, a supplemental report will be filed.

Event description:
It was reported that the surgeon used an intra-aortic occlusion device and experienced problems with balloon migration, problems deflating the balloon and subsequent stretching of the catheter during a robotic mitral valve annuloplasty case. The device was prepared and positioned according to the IFU. The balloon was then placed and positioned per the IFU, and inflated under tee control. The (aortic) root, balloon, and left and right radial pressures were monitored. The balloon was occlusive at the start of the procedure, and all pressures were in the normal range. During the procedure, the balloon migrated proximally towards the aortic valve. Blood began entering the operative field, the (aortic) root pressure went up, and activity in the heart restarted. The surgeon decided to reposition the balloon. He asked the nurse to take out some of the balloon volume while he tried to pull back the balloon in order to reposition the balloon in the ascending aorta. The nurse could not take out volume, and gently tried several times. After manipulating the catheter very gently and softly, she was able to remove some of the volume. The surgeon tried to pull on the device, but did not want to use a lot of force due to concern that the catheter would stretch. They were able to reposition the balloon, but noted that it was not the same as other normal procedures previously completed while using this device. The mitral repair was completed and the atrium was closed. When proceeding with balloon deflation to end the case, balloon deflation difficulty was noted again requiring extra manipulation. As the heart filled and the patient's cardiac output resumed, the doctor pulled back the device into the side arm of the femoral cannula. This was notably difficulty, and it took longer than usual to get the device into the sidearm of the femoral cannula. After the device was removed and inspected by the surgeon, it was noted the catheter was stretched and flattened where the reinforcement junction meets. The reinforced portion was noted to be normal, but the lumen of the catheter closer toward the tip was not. The patient was doing fine post-operatively.